Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned for investigation. After reviewing the imc logs, the issues with the automated impella controller (aic) not being able to detect the purge disc was confirmed. There were multiple instances of purge disc not detected alarms on the day after the reported occurrence date. The console was tested after arriving. The purge disc not detected issue was able to be reproduced and the purge flag was found to be broken. The root cause of this issue was a broken purge flag.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient was on support when the aic had a purge disc not detected alarm. The staff pushed on the purge disc and the alarm resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.